Event description:
It was reported that, during a procedure, the wireless foot pedal lost connectivity. No patient injury or patient harm was reported in connection with this event. As a loss of pedal connectivity has lead to a potential for patient harm, this event is being reported out of an abundance of caution. An investigation has been opened to evaluate this event.

Manufacturer narrative:
Philips has investigated this complaint. According to the information provided, the wireless footswitch lost connection with the system while the device was in clinical use. No patient harm or injury was reported. The wi-fi indicator on the footswitch was reportedly red, which indicates an error in the wireless connection. The wireless connection with the base station was re-established after restarting the azurion system. Philips has confirmed that the reported failure is due to a connectivity issue. Due to a firmware bug, the wireless foot switch can suddenly stop responding when a number of ambient conditions coexist, such as emc disturbance and the presence of other wireless devices in the room. Philips has initiated a medical device correction (2021-igt-bst-020). The codes were updated based on the investigation outcome. Device problem code was corrected.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.